Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The pump supplies had been changed multiple times. The customer's blood glucose (bg) level was 265 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. Reportedly, the customer had been using apidra insulin in the cartridge.